Event description:
It was reported that the patient was having difficulty getting an erection with the ambicor penile prosthesis as the device would not inflate. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was waiting for surgery to be scheduled.